Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the footswitch lost connection and a system message displayed indicating there was an occlusion. The cassette was exchanged to complete the case. There was no harm to the patient. The customer also indicated the technician input the handpiece into the incorrect plug. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting.  The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 21, 2015. Based on qa assessment, the product met specifications at the time of release. The lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be established as a sample has not been returned.  Without a sample, it is not possible to isolate the root cause. Additionally, the customer did not provide the exact system advisory code for this complaint. The root cause cannot be determined conclusively. (B)(4).